Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. The legal manufacturer could not confirm that reprocessing was conducted in accordance with the instructions for use (IFU). There was no damage to the area where the foreign material was detected. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Establishment name - (B)(6). The customer cleaned, disinfected, and sterilized the device before it was returned for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope sub-water pipe was clogged. It was noted that the brush was clogged in the sub-water supply pipe. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed with exchanged device. There were no reports of patient harm or impact associated with this event.